Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor pod removal, sensor wire became detached from sensor pod. Patient reported some discomfort at site of insertion. At time of contact with dexcom technical support, patient was in fine condition and did not report any injury or medical intervention.